Manufacturer narrative:
A steris service technician inspected the table and found that the override switch assembly was damaged. The technician also noted damage to the table column shroud bracket, the shroud cap assembly, the shroud cap skirt assembly and wear to the table's labeling. The surgical table is approximately 23 years old and is serviced and maintained by the user facility. In 2007 steris issued a letter of obsolescence to inform customers that the 3080 model tables with bruning hydraulics would no longer be fully supported. The intent of this letter was to inform the affected customers that future service support would be subject to parts availability. The technician replaced the override switch assembly with one that the customer had onsite, tested the table and confirmed it to be operational. No additional issues have been reported.

Event description:
The user facility reported that the leg section of their 3080 surgical table raised in height without being commanded to do so. User facility personnel were prepping the patient for surgery at the time of the reported event. The patient was in reverse orientation with an unknown accessory installed on the table. When the table's leg section began to rise in height, hospital personnel intervened and attempted to manually stop the table movement. When the table's leg section was rising, it caused the accessory to make contact with the patient's chest; the patient was taken for x-rays. A procedural delay was reported.